Event description:
Philips received a complaint on the efficia dfm100 indicating that the navigation wheel knob is broken. There was reportedly no patient involvement. The customer worked with the rse. It was determined that this was a malfunction of the navigation wheel knob which was ordered to customer for their replacement. The navigation wheel knob was ordered to customer to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.